Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit alarmed autofill failure. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) checked the unit and found the purge valve assembly to be defective. To fix the issue, the stm replaced the purge valve assembly. The unit was then returned to the customer and cleared for clinical use.